Event description:
No additional information received from customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the completed investigation's review of the customer cleaning disinfection and sterilization (cds) processes, results of third-party testing, the device evaluation and the final investigation. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2025. Sampling from: all channels. Cfu: 80 cfu. Bacterial identification: n/a. Sampling date: (B)(6) 2025. Sampling from: all channels. Cfu: 10 cfu. Bacterial identification: n/a. Based on the provided data the case can be only partially assessed, and no correlation has been observed between actual product device status and cause of contamination. Based on customer hmi, water quality and drying procedures should be audited. After reprocessing by olympus, the complaint was not confirmed. The results were within the acceptance criteria according to the french guideline. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colonovideoscope tested positive for an unexpected contamination. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.